Event description:
It was reported, that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024. No product was provided for investigation. However, a photograph was provided. The allegation was confirmed, via photographic inspection, due to a broken sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).